Manufacturer narrative:
H6: updated codes. H9: recall updated.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device was showing error code 46440. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the bubble found in dso seal. The reported problem was duplicated. After the dso seal and bezel were replaced, the dso sensor was calibrated then error code 46440 could be cleared. Pump passed functional and accuracy testing.

Event description:
It was reported that the device was showing error code 46440. There was no reported patient involvement.